Event description:
It was reported that, when the lead was opened, the tip of the lead was bent. The hcp used another lead to successfully complete the procedure.

Manufacturer narrative:
Lot number changed. Lead was never implanted. The initial MDR was filed as MFR report # 3007566237-2011-08798. Additional review indicated the correct manufacturing site was site #6000153.

Manufacturer narrative:
Final analysis of the lead revealed the distal end of the lead was bent.

Manufacturer narrative:
(B)(4).